Event description:
On (B)(6) 2009 patient reported when she is bolusing the infusion device beep sounds like a "low fog horn"; it is very noisy. She states she feels the boluses are still being delivered correctly; it is just embarrassing in public. Patient reports this began approximately 7 - 10 days ago and has progressively gotten worse. She stated she only notices the noise during bolus delivery. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.